Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax light (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax light (device #1). An additional emdr was submitted to represent the bard/davol ventralexst (device #2). Not returned.

Event description:
Attorney alleges that on (B)(6) 2014 or (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol 3dmax light mesh (device #1) or an unspecified bard/davol ventralex st patch (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax light mesh (device #1) and ventralex st patch (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.